Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of perforation and pseudoaneurysm are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as known patient effects of coronary stenting procedures. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with a significant, but small pseudoaneurysm (a non-healing ischemic ulceration) of the left anterior tibial artery after undergoing atherectomy. While the physician felt that a longer covered stent would have completely covered the pseudoaneurysm, the physician decided that a 3.5x16mm sized rx graftmaster covered stent would adequately treat the pseudoaneurysm. Thus, a 3.5x16mm sized rx graftmaster covered stent system was advanced over a 0.014 whisper guide wire via the dorsalis pedis artery and was deployed without difficulty in the pseudoaneurysm, excluding the area it was deployed in, however, there was slight pseudoaneurysm exacerbation with slight active bleeding (perforation) at the distal edge of the deployed stent, just outside of the covered area. Two drug-eluting stents (des) were then deployed as follows: an unspecified 3.5x38mm des was placed distal to the graftmaster, then an unspecified 3.5x28mm des was placed proximal to the graftmaster. The bleeding was resolved. There were no adverse patient sequelae. No additional information was provided.